Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer noticed that he has had this issue before. Customer stated that after changing the battery, the buttons started working again in a past event. Customer stated that all of the buttons were unresponsive at the moment. Customer was off the pump for about 5-6 hours since he just rewound it and left it alone. Customer also received a weak battery alarm. Customer was using a (B)(6) battery. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. All of the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. The device had minor scratched lcd window and cracked reservoir tube lip.